Event description:
The manufactured color of item number 74012812, jrn bcs ii lck fem implant impact, from smith & nephew, inc. Is nearly the exact same color as cement. This makes it nearly impossible to see and remove it, even if proper instrument pretreatment in the operating room and proper washing and disinfection occurs in sterile processing. When the item is sterilized, the cement will reveal itself, this is too late. In all situations, we are able to provide a different impactor. FDA safety report ID# (B)(4).